Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent an initial right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to dislocation.

Event description:
It was reported patient underwent an initial hip procedure on an unknown date. Subsequently, patient was scheduled to be revised due to dislocation. The details of the revision are currently unknown.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted to the FDA. The following sections could not be completed with the limited information provided. Product ID - unknown. Catalog number, lot number and expiration date - unknown. Date implanted. 510k number - unknown. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions.¿